Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va08cx3, implanted: (B)(6)2014, product type: lead. (B)(6).

Event description:
The consumer reported that when they implanted the device, the lead wire didn't make the connection to the nerve. It never made the connection and the device never worked for the patient and they had no therapeutic effect since implant on (B)(6) 2015. The patient's friend or family member discussed this with the patient's managing health care provider (hcp) last week and they were planning a revision surgery. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.